Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported the patient underwent an ankle subtalar fusion with external fixation. Post-op it was discovered the patient had non-union and infection with maggots in the ankle. All hardware was removed.